Event description:
It was stated that the insulin pump had a blank display. It was also stated that the insulin pump was exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.